Event description:
Device malfunction: none. Symptoms/ae: abscess. Time of symptoms/ae: after procedure. The following events were noted through a periodic article review. A retrospective study was performed from 2001 through 2007. Consecutive diagnostic catheter cerebral arteriograms (3,636) were obtained and examined at a large academic institution. The purpose of the study was to examine the complication rate of catheter cerebral angiography. Three patients developed clinical complications related to the closure device. One of the three complications was a femoral abscess. The patient was treated with antibiotics and abscess resolved. Though requested, no additional information was provided.

Manufacturer narrative:
This report involves a retrospective study. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. The reported event is a known adverse effect associated with the use of the device.